Event description:
All electrodes were noted to be disconnected during a routine follow up. X-ray was done and the physician has confirmed that the lead position remains the same as during implant. A lead revision is yet to occur. A company representative has also indicated that the patient has not used the device for a while. Furthermore, a saluda representative was notified of system explant on (B)(6) 2023, the explant had occurred on (B)(6) 2023. It has been noted that the explant was requested by the patient.

Event description:
All electrodes were noted to be disconnected during a routine follow up. X-ray was done and the physician has confirmed that the lead position remains the same as during implant. A lead revision is yet to occur. A company representative has also indicated that the patient has not used the device for a while. Furthermore, a saluda representative was notified of system explant on (B)(6) 2023, the explant had occurred on (B)(6) 2023. It has been noted that the explant was requested by the patient.

Manufacturer narrative:
B5: updated to include the system explant. G3: (date received by manufacturer) updated to saluda aware date for system explant. H1: type of reportable event changed to serious injury based on additional information regarding system explant.

Event description:
All electrodes were noted to be disconnected during a routine follow up. X-ray was done and the physician has confirmed that the lead position remains the same as during implant. A lead revision is yet to occur. A company representative has also indicated that the patient has not used the device for a while.